Event description:
The dealer stated the frame is bent. The dealer did not provide any details. No patient injury or property damage was reported. No patient details or usage details were provided. Original order (B)(4).